Event description:
It was reported that the during a routine follow up, the pulse generator exhibited elective replacement indicator. There was no intervention performed. The patient would be monitored.

Event description:
New information states that the device was explanted and replaced.

Event description:
New information notes that during follow up, the device exhibited elective replacement indicator on (B)(6) 2014. The patient is pacemaker dependent. No intervention performed.

Manufacturer narrative:
Final analysis found that the device had reached premature battery depletion, due to a short circuit.